Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that the erroneous carbon dioxide, concentrated (co2_c) and creatinine_2 (crea_2) results were obtained on the multiple patient samples on an atellica ch 930 analyzer. Quality control (qc) was acceptable prior to the erroneous results. Siemens remotely assisted the customer and reviewed the system message logs, and the pressure transducer in reagent arm 1 detected that aspiration of reagent did not occur, ran full system auto check, removed and inspected dilution probe and reagent probe 1 (rp1), replaced dilution probe, customer cleaned probe and reseated, powered off rp1 and reagent probe 2 (rp2), removed reagent server cover, initialized rp1/rp2, auto aligned reagent server 1, reagent probe 1, dilution probe, primed all probes for 10 times, replaced rp1 and repeated auto check, and resumed ch module, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse identified a leak in the tubing for the sample probe, replaced the coupler for sample prober water, primed all probes, ran auto check, checked wash probe 3 for reaction washer, ran extended leak test, and restarted the analyzer, all of which recovered acceptably. The cause of the event is unknown.

Event description:
The customer reported that the erroneous carbon dioxide, concentrated (co2_c) and creatinine_2 (crea_2) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on the alternate atellica ch 930 analyzer¿s. The repeat results correlated with the patient¿s clinical status and were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous co2_c and crea_2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2026-00090 on 08-apr-2026. Additional information (18-apr-2026): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) ran autocheck, which indicated an error related to reaction washer probe 1; replaced reagent probe 1 (rp1), reaction washer probe 1, and the sample probe tubing; performed automatic alignments on reagent arm 1, reagent arm 2, and dilution arm; and reran autocheck. The cse also checked for dripping from the dilution and reaction washers and performed an extended probe leak test. No drips were observed. Siemens reviewed the information provided by the customer and the available instrument data files. Siemens' review of the instrument data indicated the results were elevated and exhibited a sudden decrease in mau during the reaction at a time when no instrument actions were taking place. This was consistent with intermittent droplets from the reaction wash station. Siemens evaluated the event and determined that the bubbles/foaming after sample mix and intermittent droplets from the reaction wash station are the two potential contributors; however, the cause of the discrepant results could not be determined based on the available information. The service activities performed by the cse described in the initial report and this report, resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.